Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name:(B)(6).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st march, 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 21st march 2023, getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight covers were broken resulting in missing particles. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts or particles falling off into the sterile field or during the procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight covers were broken resulting in missing particles. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts or particles falling off into the sterile field or during the procedure may cause contamination. The defective parts were replaced and the device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the headlight cover broken with missing particles, which could be considered as technical deficiency, and in this way the device contributed to the event. It is unknown if the device was or was not being used for the patient upon the event occurrence. A review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the cover being cracked with missing particles is moderate. A root cause analysis was performed by subject matter experts. The incident is due to an inappropriate use. A shock with another device is the most probable root cause of this incident. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident the lucea50-100 user manual mentions : ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. The most probable root cause of the crack are: an excessive tightening of the brake system. An incorrect handling. Prohibited products and/or incorrect cleaning process. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. In 2015 a design change improved the braking system and the mechanical durability of the upper cover. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions. High concentrations. Prohibited products. The new spare part is available ref. Ard368609996 in order to repair the damaged product. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 21st march 2023, getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight covers were broken resulting in missing particles. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts or particles falling off into the sterile field or during the procedure may cause contamination.